Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
A hole was identified in the packaging, which resulted in contamination of the product. Procedure: not informed.

Manufacturer narrative:
(B)(4). Batch # unknown. Device analysis: the analysis results found that only the sleeve from the b12lt device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed.